Event description:
The customer had a routine fasting lab performed. The lab result was 115mg/dl and the customers device read 153mg/dl. No treatment was received. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.